Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). No service of the ventilator has been requested by the hospital. Investigation was performed by the biomedical engineer at the hospital. The reported issue could not be reproduced by the biomed. The ventilator was returned to clinical use and no parts were replaced. The evaluation of provided ventilator device logs confirms the presence of the technical error codes that were reported. Technical error code for disabled valves was generated where the remedy option in our service manual is to replace the control printed circuit (pc) board. After the technical error code for disabled valves was generated, two other technical error codes appeared shortly after. These could have been the consequence of the first error code, as they indicate ventilation and communication error. Since no parts were replaced and returned, no full investigation can be performed. The root cause of the reported technical error codes has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that ventilator generated three technical error codes indicating communication error.there was no patient harm. Manufacturer ref. #: (B)(4).